Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-21. H6: investigation summary two samples with no packaging received by our quality team for evaluation. The returned samples were subjected to visual inspection to check for a clogged needle. The samples were observed with no clogged needle defect. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd precisionglide¿ needle was blocked during use. The following information was provided by the initial reporter: "blockage while using precision glide needles 18g".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle was blocked during use. The following information was provided by the initial reporter: "blockage while using precision glide needles 18g".